Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The patient stated that in the morning his cgm was displaying 60-61 mg/dl. While at work, he was not at a scheduled meeting and his co-workers found him wandering around the office. Candy was given to the patient, emergency medical services (ems) was called, and the patient was transported to the hospital. His bg per ems was 48 mg/dl post-candy and his cgm displayed 73 mg/dl. In the emergency department he was evaluated for a stroke via computed tomography scan (CT scan) and magnetic resonance imaging (MRI) because one pupil was dilated as a result of eye drops from his ophthalmologist. Data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. No additional patient or event information is available.